Manufacturer narrative:
(B)(4) date sent: 6/12/2023. B3: event year only reported: 2023. D4 batch #: x70070. Additional information was obtained: "after more than an hour of intervention, the scrub nurse cleaned the jaws of the ultracision device (harmonic 1100) with a wet compress. She then noticed that the white coating on the device was moving and shifting outwards. She informed the surgeon who told her that this had already happened to her. The decision was made to change the device. No problem then with the new one until the end of the operation." After more than an hour of intervention, the instrumentalist cleaned the jaws of the ultracision pliers (harmonic 1100) with a wet compress. She then noticed that the white coating on the forceps was moving and shifting outwards. She tells the surgeon that this has already happened to her. The decision was made to change the forceps. No problem with the new one until the end of the operation. This is an analysis of an image submitted for evaluation. The image provided by the customer is that of the distal jaw of what appears to be an harhd instrument. A closer look at the clamp arm interface shows the tissue pad damaged and melted. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged activation of the instrument without tissue between the jaws may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Based on the photo, the reported event was confirmed. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the clamp arm detached from the outer tube, not returned. In addition, the blade tip was noted to be with the black coating damaged. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. Due to the device returned condition we were unable to investigate further the reported tissue pad issues. The device was disassembled to verify the condition of the internal components and no anomalies were found. Possible causes of the clamp arm damage are not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. If the device is activated across a clip, staple line, or other metal in the jaws, the blade could get damaged, subsequent activations may increase the severity of the blade damage. Once minor blade damage has occurred can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat / prolonged activation without tissue present in the distal section of the jaws and the jaws closed. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch x70070, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the pad from the device was partially detached. There were no patient consequences.